Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The instructions for use (IFU) state: "[average lamp life] approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.)" Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, the xenon light source did not display an image when it was connected to a gastrointestinal scope. There was no delay and no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, there were deep scratches found on the device housing with metal exposed on the top cover and an expired lamp life reading over 500 hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.